Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer reported a low blood glucose (bg) level of 43 mg/dl due to needing a settings adjustment. Customer declined to provide further information regarding their low bg issue. Reportedly, the customer reverted to manual injections for insulin therapy.